Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant of the implantable pulse generator (ipg) the ipg was hit directly by electrocautery and the patient experienced ventricular fibrillation (vf). The patient was successfully resuscitated. The ipg was successfully explanted and replaced. No further patient complications have been reported as a result of this event.